Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with failure to connect with multiple rf transmitters. A device download to reestablish rf telemetry and bringing the patient to the clinic was discussed. The transmission was eventually received. No symptoms were reported.